Event description:
It was reported that a user of the ilet experienced hyperglycemia with cgm readings up to 375 mg/dl and a fingerstick of 364 mg/dl after an infusion set change, with glucose rising following the supply change despite a prior larger carbohydrate meal that had been announced and initially regulated; tubing primed with drops, and a subsequent site change was performed, with no bent cannula observed but bleeding noted on removal of the prior infusion set. Symptoms included hot flashes, nausea, and stomach pain, and ketone testing was negative. Outcomes included reduction of glucose by the end of the call to a fingerstick of 296 mg/dl and cgm of 304 mg/dl, with no hospitalization reported. Investigation included troubleshooting education, verification of tubing flow, and a guided infusion site replacement. Investigation of this case revealed that the cause of the hyperglycemia remained unclear following the supply change, with possible infusion site or set performance issues not confirmed, and device function not otherwise demonstrated to be impaired. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.